Event description:
The user facility reported that an impella 5.5 pump was placed to support a patient admitted in with cardiogenic shock. Approximately 10 days later, a hematoma developed at the impella site with computed tomography showing an active bleed at the axillary artery. The patient was taken back to the operating room for hematoma evacuation and axillary exploration. One unit of packed red blood cells was given. The pump was successfully weaned and the patients outcome was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.